Event description:
Patient was treated for a dissection of the thoracic aorta with the gore tag thoracic endoprosthesis. The physician planned to cover the left subclavian artery. The device was pushed forward and unintentionally covered the left common carotid artery. The physician ballooned and pulled on the proximal end of the device and successfully uncovered the artery. However, the device was then too low in the aorta and an endoleak developed. This was resolved by implanting a second gore tag thoracic endoprosthesis. The patient is reported to be doing well.

Manufacturer narrative:
Device remains implanted in the patient. Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - unable to determine the cause.